Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, inflammation, fever, vomiting, nausea and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Post market surveillance: "the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache," "inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs."

Manufacturer narrative:
The event of scar is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of scar as follows: post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvéderm® ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the physicians included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision.¿

Event description:
Further follow-up with the injecting physician provided the following information: the symptoms are no longer ongoing. The patient reported feeling better but reports having ¿pits¿ where injection in face was and area was drained. The primary care physician told the patient that ¿fat pads¿ may have been lost and may not return.

Event description:
Healthcare professional reported that 2 days after injection with one syringe of juvederm ultra plus xc in the nasolabial folds and oral commissures and concomitantly with one syringe of juvederm voluma xc in the "v1-zygomatic arch and v4-submalar region", the patient developed swelling at the juvederm voluma xc injection site, fever, nausea and vomiting. Patient was referred to the emergency room or an urgent care center. The patient was tested positive for strep throat. The patient was started on bactrim. Seven days later the patient was still not recovering, swelling increased and mid face was inflamed. The nasolabial folds and marionette lines showed no adverse events at this time. The patient was referred to the primary care physician to have the area cultured. The patient's primary care physician started draining the area and took a culture patient has been seen every day since then and genatamicin injections are being given daily. The culture came back positive for staph bacteria. Patient is improving by continuing daily injections and visits with the primary care physician. Healthcare professional reported there was no reaction at the concomitant juvederm ultra plus xc injection sites. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00364 ((B)(4)). This is the first MDR submitted for the second suspected product, juvederm ultra plus xc, also a device manufactured by allergan. .